Event description:
It was reported by a customer that on (B)(6) 2010, the fiber cap detached. No info was reported as to whether the fiber cap was retrieved. The procedure was completed with a second fiber. No pt injury was reported.